Manufacturer narrative:
The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided to date, despite the manufacturer's attempts. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, a follow up report will be provided.

Manufacturer narrative:
A complete manufacturing and material records review for the device was performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. A follow up report will be provided upon receipt of any further information. H3 other text : unknown disposition.

Event description:
The manufacturer became aware of the following event through patient tracking department. Reportedly, on (B)(6) 2023, a memo 4d annuloplasty ring size 34 was implanted and explanted intra-operatively due to unknown reason. No further information is available at this time and no indication of device malfunction nor serious injury on the patient has been received from the site.